Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Technical services (ts) was contacted, and ts discussed next steps for rv lead evaluation with the health care professional. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Technical services (ts) was contacted, and ts discussed next steps for rv lead evaluation with the health care professional. No adverse patient effects were reported. Additional information was received indicating the rv lead exhibited impedance measurements of 126 ohms. Noise was also seen on the shock electrogram. The physician elected to replace the rv lead. Subsequently, the patient underwent a revision procedure and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.